Manufacturer narrative:
Supplement #1 medwatch submitted to the FDA on 13/jan/2021. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 02/oct/2020. A deflated balloon with blue/green discoloration was returned for evaluation. The fill tube was not returned. A syringe was used to push liquid through the slit valve and there were no blockages, and the flow of liquid was continuous and unobstructed. During pushing of the liquid through the slit valve, slits were observed on the shell as liquid seeped out. Under microscopic analysis, the openings on the shell were noted to have striated edges, consistent with damage from a surgical tool for removal purposes. The complaint could not be verified as it is uncertain how the inflation occurred.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 06/oct/2020. The device was returned to the apollo device analysis laboratory on 02/oct/2020. Analysis of the device is ongoing. A review of the device labeling notes the following: the risk documentation for this device establishes the occurrence ranking for the reported event "inflation" as "remote", which is defined by apollo as .02% - .49% of complaints over units sold. A review for the intragastric balloon products for the failure mode "inflation" is performed during quarterly complaint analysis meetings (cam) and has demonstrated that global balloon inflation rate remains at "remote". Therefore, apollo determined that the reported event is occurring within the range of the expected frequency and severity for this reported event, as referenced in the cam meeting slides.

Event description:
The balloon was found hyperinflated, and was removed successfully.